Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
The customer is concerned with the result of lo, 51mg/dl, 77mg/d and 40mg/dl in the meter's memory. The customer's expected fasting blood glucose test result range is 80mg/dl-120mg/dl. While speaking to the customer in attempt to troubleshoot customer obtained an lo. The customer has not had symptoms regarding diabetes neither any symptoms of low blood sugar.the customer does not take any medication to manage diabetes. Customer exercise and is in diet to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 117mg/dl and 114mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/17/2019 and open vial date is (B)(6) 2016. The date and time on the meter is incorrect. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.